Event description:
The patient was diagnosed at 3 months of age with severe aortic valve stenosis with a gradient of 110 mm that was reduced to 80 mm by cardiac catheterization but resulted in disruption of the right iliac artery. Surgical repair was attempted; however, they were unable to repair the valve, which resulted in a residual gradient of 70 mm.many years later, there was a 75 mm gradient across the valve with moderate to severe regurgitation. A pericardial repair was successful in eliminating the aortic regurgitation but left a "considerable amount" of stenosis. Cardiac catheterization in september 2001 showed moderate to severe regurgitation with a gradient of 65 mm across the valve and the valve leaflets were "quite thickened". In 2002, a 21 mm sjm masters series mechanical heart valve (model 21ahpj-505) was implanted; however, due to the distortion of the annulus and the extremely low position of the coronary ostia, the valve could not be seated adequately. A 19 mm sjm masters series mechanical heart valve (model 19ahpj-505) was then implanted and the patient was removed from bypass; however, approximately one hour later while the sternum was reapproximated, the patient experienced cardiac arrest. This was believed to be a reaction from the platelet infusion and ECMO was initiated for 24 hours. Following removal of ECMO with minimal inotropic support, the patient experienced another cardiac arrest five hours later "without warning". Cardiac catheterization demonstrated there was no filling of the left coronary artery while on ECMO and the right coronary artery was "slightly distorted" and with no gradient. On event date, the valve was explanted and replaced with a 19 mm st. Jude medical mechanical valve (model 19a-101) and the annulus was supplemented with a dacron patch. The patient remained on ECMO for three days post-operatively. Echocardiogram showed the obtuse margin of the heart was contracting "poorly" and was akinetic towards the apex. The patient remained stable for two days with a left atrial pressure of 23 mmhg. On the 10th post-operative day, pt developed a fever accompanied by an increase in their left atrial pressure (30-40), signs of sepsis, and pulmonary edema. A ventricular assist device was then implanted; however, the patient developed fibrin clots within the chamber of the device necessitating several changes of the unit. In september 2002, the pt suffered a stroke resulting in weakness of their left hand and one week later, pt had made a "very impressive" recovery and was awake and alert. The next day, the pt suffered a major cerebral hemorrhage. No further intervention was done as there was "little hope" for recovery. The pt was on the waiting list for a donor heart; however, pt expired.